Event description:
On (B)(6) 2009, the pt reported she experiences air bubbles in the insulin cartridge of her infusion device when she fills the cartridge. She said she uses room temperature insulin and lubricates the cartridge. She does not fill the cartridge with air prior to filling the cartridge and does not adjust the piston rod to the 310 unit mark. She was advised on the proper procedure to fill the cartridge. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.